Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the defective syringes. The fse replaced the wash syringe, sample syringe and reagent syringe to resolve the issue. The fse adjusted the gear pump flow and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium, potassium and glucose patient results on their dxc 700 au clinical chemistry analyzer. The low results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.